Event description:
My cervical fusion was revised in 2017 to include c3-c7. At this time all hardware, originally mountaineer by depuy with vertrex by medtronic, was revised on (B)(6) 2018 to include c2, resulting in fusion from c2 to c7, using the medtronic vertrex titanium post spine screws. Post operative imaging showed text book placement and remodeling. Early 2019 I begin to experience severe pain in the area of c3. Imaging done in (B)(6) 2019 showed that the screw implanted at c3 was broken in half, which was identified during a consult with (B)(6) in (B)(6). There has been no trauma that would have resulted in damage to this hardware, there is also no trauma to the surrounding bone. The only viable failure modes are a fault in the material or a manufacturing defect. FDA safety report ID # (B)(4).